Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was not operational. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the evaluation was updated. See updated evaluation below. The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual and functional assessments were performed on the device and it was observed that there was a loose component and an electrical pin pushed back in the connector. The electrical pin pushed back in the connector was a result of the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage due to misuse/abuse and possible user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device. Functional and visual assessments were performed and the device was found to have a loose component and an electrical pin pushed back in the connector. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.